Manufacturer narrative:
The reported event of premature battery depletion and longevity anomaly was not confirmed. The device was received at elective replacement level, with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating in high output mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, high output demands and prolonged telemetry interrogation, et cetera. These conditions can result in fluctuation of battery voltage level measurements which affects the longevity estimates. Electrical and mechanical tests performed including output verification and telemetry communication did not identify any functional issues. The device was implanted for 9.72 years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.